Event description:
It was reported that the patient presented in-clinic after receiving a shock. During interrogation possible output circuit damage was observed. High voltage impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.